Event description:
It was reported, the powered laser surgical instrument was broken at base where it plugs into the laser. The issue occurred during upon device inspection out of the box. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the returned device was inspected, and the complaint was confirmed. The device was confirmed to have broken at the end of the strain relief point. The connector showed signs of burning/ melting. The rest of the length of the fiber shaft does not have visual physical defects and the distal tip appeared unused and intact. Radio frequency identification was functioning as expected. The exact root cause cannot be determined. However, the observed failures were likely caused by user mishandling. Olympus will continue to monitor field performance for this device